Event description:
It was reported that (1) device was used during a hepatectomy. It was reported by the affiliate that the mcl20 instrument clips did not close onto the vessel. Another instrument was used to complete the case. There was no consequence to the pt.